Manufacturer narrative:
The certas valve (ID 828824) was returned for evaluation. Device history record (DHR) - the product code 82-8824 with lot 6814556, conformed to the specifications when released to stock. Failure analysis- the position of the cam when valve was received was at setting 2. The valve was visually inspected; the silicone housing was cut/torn around the siphon guard. The siphon guard was visually inspected marks were noted on the siphon guard. The valve was hydrated. The valve was leak tested, failed; only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve was dried. The siphon guard was removed. Root cause- the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted. The root cause for the ¿siphon guard broken¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas plus valve (ID 828824) was implanted on (B)(6) 2023. The surgeon had suspected a blockage of the distal catheter and scheduled a revision. While the physician was completing the shunt revision, there was no shunt blockage (both ends functioning well), but the siphon guard was found to be broken. It was not specified if the patient experienced trauma to the valve site. The valve was removed and replaced on (B)(6) 2023. The patient had just started chemotherapy and is doing well.